Event description:
The customer reported the ventilator would operate on backup battery power and would shut down when ac power was connected. The ventilator was not in use therefore there was no patient involvement or harm. The manufacturer's service technician verified that the unit would not power on via ac power. The service technician replaced the power supply to address the finding. Applicable final testing was completed and tests passed to operating specifications. Analysis of the power supply revealed a malfunction that may result in the unit shutting down during operation with an active backup alarm when ac power is restored.